Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 67 mg/dl, and the meter bg reading was 422 mg/dl. The customer managed the situation by consuming sugar in response to the low reading on the continuous glucose monitor. The customer went to the emergency room for their bg level, however did not receive any treatment and released the same dat. System check with tandem technical support did not identify any additional issues with the pump or related supplies.